Manufacturer narrative:
Based on the claim against the product by the customer noting the horizon on the endoscope was starting to shift throughout the case, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A video was received and escalated to clinical development engineer (cde) for review of submitted videos to further investigate the reported issue.

Event description:
It was reported during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the site reported the issue (the horizon on the endoscope was starting to shift throughout the case) had happened previously. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black part of the endoscope that attaches to the endoscope adapter and the silver part is very tight. Even when the endoscope is removed, it is hard to manually rotate. The issue has been a reoccurring issue and the site has returned several endoscopes. Intuitive surgical, inc. (Isi) clinical sales representative (csr) is unsure if the cause of the issue is due to a processing issue or some type of residue buildup.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received a video clip related to the alleged complaint. A review of the video clip was conducted by an isi clinical development engineer (cde) team. The following additional information was provided: an isi cde confirmed that the base/ attached endoscope adapter (aea) is noticeably difficult to rotate. When installed on the system and commanded to switch between 30 up and 30 down, it does not appear to rotate appropriately. The endoscope did not move at all. The vision side cart (vsc) image flipped despite the camera view remaining the same. As a result, the motion of the instrument tips is opposite to what is commanded by the surgeon¿s master tool manipulator (mtm)s. This may be due to damage within the roll gear on the aea, which would impede it from rotating in a smooth and continuous manner. The affected endoscope will need to be returned for failure analysis investigation in order to confirm this failure.

Event description:
Refer to h10/h11 for follow-up information.